Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Complaints text (B)(6) 2018 (B)(4) added email (B)(6) on fileper pt agreement ____________________ complaints text (B)(6) 2018 (B)(4) ____________________ complaints text (B)(6) 2018 (B)(4) initial notes: pt called up getting white screen with black dots on the pump, unable to see menu options at all inquired what led up to the complaint. Customer response: pt was doing nothing when the incident occurred display: flashing, white, or blank t/s per dop114-980. Adv to d/c from the pump at the qr. Pt is using the mmt-943 (6mm/23¿) customer is calling back with blank display after receiving new battery cap. No customer reports display is solid white. No report of pump screen flashing when screen was turned on after being in sleep mode. Inquired what led up to the event. Found: pump was not dropped nor bumped. Adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Adv to place the pump in storage mode: remove battery, press and hold the back button until the screen turns off. Expl rpl policy. Expl interaction aftercare email. Customer's outcome pertaining to the complaint: arranged pump replacement successfully additional notes: pt mum confirmed he is on (B)(6) confirmed shipping info: (B)(6) delivered by: 10:30 a.m. Friday (B)(6) 2018 ship: nothing / return: nothing ____________________ complaints text (B)(6) 2018 (B)(4) ..

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly.